Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 461 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. It was unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer's tubing got disconnected at the quick release as they were sleeping leading to the high. Troubleshooting was not completed. The customer also reported 2 sensor that were not sticking. The insulin pump will not be returned for analysis.